Event description:
It was reported that the event occurred while in the cath lab during insertion. The intra-aortic balloon (iab) was inserted through the sheath via right femoral with no issues. During an attempt to pull back on the central lumen, the md stated air continued to come back into the syringe. The md attempted several different syringes, all with the same result. As a result, the iab was removed. A new iab was inserted via the same insertion site and used successfully. There was no report of pt death, complications, or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is the pt did great. Additional info received on (B)(4) 2012 from the sales rep stated they did not flush, they kept getting air in the line on pull back.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.